Manufacturer narrative:
Other applicable components are: product ID: 3889-28, va03rp7, implanted: (B)(6)2012, explanted: (B)(6) 2018, product type: lead, product ID: 3889-28, lot# va03rp7, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead. Device returned, analysis not yet completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported the device was explanted due to normal battery depletion.

Manufacturer narrative:
The implantable neurostimulator (ins) was found to be functionally okay with insignificant anomalies. The body of the lead was cut through; the product was returned segmented. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2016, UDI#: (B)(4) ; product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2016, UDI#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient and healthcare professional (hcp) that there was a lack efficacy. The patient had not used the device in 4 years. It was unknown if there were any environmental/external/patient factors that may have led to the issue. The patient noted that there was reprogramming done but the dates were unknown. The patient no longer used the device and, as a result, it was explanted on (B)(6) 2018. Relevant medical history included hysterectomy, oab, gerd, fibromyalgia, ibs, and breast cancer. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.